Manufacturer narrative:
Device received with an external flash crc error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised forced sensor system test, excessive no delivery test and displacement test or verify displayable history crc check failed on startup alarm, failed battery test alarm and low reservoir alarm due to external flash crc alarm. Insulin pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump got the pump error. The blood glucose at the time of the incident was 152 mg/dl . The customer was assisted with troubleshooting. The device will be returned for analysis.